Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, both the bluetooth adapter and the touch keyboard and handwriting panel service were enabled on ndob. Either of these being enabled could have caused the med application to crash or freeze.however, there were no delays or adverse events or injuries reported based on this event.